Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the upper part of the set deaeration chamber was disconnected from the holder of the control unit. This issue does not prevent the set from being used but may cause the associated machine to alarm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was not determined, however a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line on the deaeration chamber of a prismaflex sepxiris set 150 was observed to be disconnected from the "chamber holder" during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.